Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was recommended to replace the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb), and have the covidien medtronic service engineer install operating software on it. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the event occurred.